Event description:
Spontaneous call from patient daughter stating her cassette malfunctioned. Patient tried cassette on backup pump but pump would still not run. Advised patient to make a new mix and try new cassette which was successful. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved? Resolved; describe in detail any, and all damage to the cassette: no; damage to cassette, but both pumps display same error (pump won't run, no disposable). Did we [MFR] replace the cassette? Pending. Did the pt have add'l cassettes they were able to switch? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.